Event description:
It was reported that the ventilator was dropped and stopped cycling with an audible alarm while on the patient. The patient was placed on another ventilator. No reported harm to the pt.